Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing below the left cylinder is broken. The device was replaced with (B)(4). No infection or damage of patient.

Manufacturer narrative:
A titan pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube of cylinder 1. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Surface abrasion was noted on all tubes of the pump. The pump failed back pressure testing due to the presence of tissue within the pump. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that while in-vivo both the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the exhaust tube of cylinder 1 at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3420546. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
Additional information received indicated the tubing is partially ruptured on the left side.